Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event at the drug store while filling a prescription. She stated the store manager called the paramedics and when they arrived, they administered the patient with glucose via intravenous (IV) therapy. The patient declined to be taken to the hospital. There was no allegation against the dexcom system as the patient stated she was unsure if she had been wearing the dexcom system at the time. No additional patient or event information is available.